Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, post implantation of a 23 sapien xt valve the patient had mild to moderate paravalvular leak (pvl). The valve was post dilated in order to reduce the pvl. After post dilating, the patient had mild central leak and her coronaries had spasmed. The team decided to treat her coronaries with nitro and the central leak resolved. The patient was extubated in the room and was doing well until she sat up and coded and the team could not revive her.

Manufacturer narrative:
Additional information provided indicated an autopsy had not been performed. An effusion was not noticed by the surgical team on echo during the patient code. Post dilation pvl was reduced to mild. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the exact cause of pea cannot be confirmed. A post mortem autopsy was not performed. There was no indication or allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.